Manufacturer narrative:
(B)(4).

Event description:
According to reporter, during a procedure on the pancreas, the device locked on tissue during the procedure. Another device was opened to complete the case. There was tissue loss because they had to open another stapler and cut out the stuck device. Operating time was extended by more than 30 minutes. The last known patient status is that he/she is doing well. No other adverse events were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload had a full staple complement and the jaws were open. The reload was loaded into a pmv representative instrument for functional testing where the jaws to clamp and unclamp repeatedly without difficulty. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During testing of the instrument, interference was noted in the firing stroke. An access hole was cut into the instrument body for visualization internal components and the trigger pawl was found to be damaged. A review of the device history record indicates each device lot number was released meeting all quality specification. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.